Manufacturer narrative:
The complaint was confirmed during review of the platform's archive data. Multiple user advisory 11 (max patient temperature exceeded) as well as user advisory 41 (patient temperature sensor failure) were record on (B)(6) 2017. The platform, however, passed functional testing with no faults/errors found. To avoid the re-occurrence of the customer's complaint, the temperature sensor was replaced. The autopulse platform is a reusable device and was manufactured on (B)(6) 2013. This type of issue is characteristic of normal wear and tear for the life of the device. Unrelated to the issue, during visual inspection, the front enclosure was found cracked and the battery lock bent. To ensure the platform remains functional without issues, the damage parts found during visual inspection were replaced and the power distribution board was updated. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported during a shift check, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 41 (patient temperature sensor failure) message. The customer's biomed was not able to replicate the ua41 message during testing, however, noted a ua11 (max patient temperature exceeded) message was displayed and could not be cleared. There was no patient involvement.